Event description:
Two patients with known aneurysms were scanned multiple times with the bvi 9600 in aortascan mode, and the device was giving low measurements. In one patient with a 6.4 cm aneurysm (previously measured on CT), a single scan showed 3.7 cm, and other scans showed no aneurysm. In another patient with a 3.8 cm aneurysm (previously measured on CT), multiple scans showed no aneurysm. There was no harm to the patients.

Manufacturer narrative:
Verathon requested that the device be returned for evaluation; however, it has not been received from the customer. Additional system component: (B)(4).